Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became unresponsive and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 489 (mg/dl). The customer took a manual injection. Multiple attempts have been made by tandem technical support to complete troubleshooting with the customer, however no response was received.